Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), during the deployment of the 26mm sapien 3 valve in the aortic position via transfemoral approach, the balloon did not inflate at the time of implant. The delivery system had to be removed from the body. Vascular surgery cut down was performed, and the first system was removed. The heart team used a second system and successfully implanted the sapien 3. Patient is doing fine. The team was not aware of any problems until they attempted to inflate the balloon and it did not inflate. The valve remained crimped.  The damage was seenat the proximal end of the balloon. The torn balloon was not related to the patient¿s calcium.  The balloon was compromised during the loading of the balloon in the very tortuous descending thoracic aorta.  The team¿s hypothesis is that the balloon may have ¿raked¿ over a stent strut as we attempted to pull the balloon inside of the valve. Balloon aortic valvuloplasty (bav) was performed. There was also difficulty pulling the delivery system back into the sheath.

Manufacturer narrative:
UDI (B)(4) no extra volume was added to the balloon prior to inflation. Photograph of the device post-procedure was provided for review. As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessment. Images provided were reviewed and multiple observations were made. The crimp balloon was torn, proximal to I/c bond. There was bunching of the distal shoulder of the inflation balloon. There was soft tip damage on esheath. The esheath appears to have been expanded as designed. DHR review was unable to be performed due to the absence of work order information for the devices in this event. A lot history review was not performed due to the absence of appropriate w/o# information. A review of complaint history from august 2017 to july 2018 revealed other returned complaint devices for the edwards commander delivery system (all sizes and models). A review of the complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the trend category of ¿damaged¿.  A review of the complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the trend category of ¿withdrawal difficulty¿. The instructions for use (IFU) edwards delivery system, prepping manual, and training manual were reviewed for instructions involving esheath and commander preparation and procedure. No IFU/training deficiencies were identified. Since the work order number was not provided for the edwards commander delivery system, the documents referenced in this section related to the commander delivery system are the latest revision before the occurrence date of the reported complaint event and are representative manufacturing steps taken at the time. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process.  During general specification for s3 balloons, the balloons are 100% inspected for wall thickness and visual defects. Ten (10) balloons are sampled for burst testing and additional visual inspection. During crimp balloon molding process, the crimp balloon is 100% dimensionally inspected. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, gel spots, etc. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. The formed balloon is inspected for distorted/pinched folds. During final inspection, the distal to proximal visual inspection is performed. The entire device is inspected, as well as the crimp balloon to balloon shaft bond, as well as inspection of the inflation and crimp balloon. The balloon catheters are 100% leak tested. Additionally, the work order underwent product verification testing as a requirement for lot release. Of note, no failures occurred during product verification testing otherwise the lot would not have been released. During the tensile product verification testing, the inflation balloon/crimp balloon bond was tensile tested. During the functional product verification testing, the device is visually inspected for physical defects or damage, tested for balloon burst pressure after fatigue, and visually inspected for tears or separation in the inflation/crimp balloon bond. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaints for balloon ¿ torn and delivery system ¿ withdrawal difficulty ¿ valve, through sheath were confirmed through imagery review. However, due to the unavailability of the devices, engineering was unable to perform any functional or dimensional analysis. As a result, a manufacturing non-conformance could not be identified. A review of the manufacturing mitigations in place supports that the sheath and delivery system have proper inspections in place to detect issues related to the reported event. Based on the DHR, lot history, and complaint history review, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. A review of complaint history revealed that potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment. Per device training materials, valve alignment should be done in a straight section. If the physician performed the valve alignment process in a tortuous anatomy (as noted in the complaint description: ¿¿the very tortuous descending thoracic aorta..¿), it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. These high forces would have contributed to difficulty with fine adjust as well. As such, it is likely that the balloon tore during valve alignment. Attempts to withdraw the delivery system into the esheath would have been difficult due to the potential noncoaxiality between the delivery system and sheath (due to tortuosity and torn balloon). The crimped valve and/or torn balloon likely caught on the distal tip of the sheath during attempted retrieval causing sheath distal tip damage and distal inflation balloon bunching. Therefore, available information suggests that patient factors (vessel tortuosity) led to the torn balloon and procedural factors (torn balloon) led to the withdrawal difficulty. However, a definite root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The following hazardous situation and harms are documented:  balloon not fully inflated ¿ thv not deployed/seated properly ¿ thv embolization into aorta may result in the valve being implanted in non-target location resulting in hemodynamic instability; severity 3. Hazardous situation:  a balloon that is not fully inflated may result in thv not seating properly, and embolization into the aorta resulting in additional surgical intervention; severity 4.   Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. Although no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the control limit, further investigation was performed on the crimp balloon tubing and resin lots. In addition, a CAPA is being updated to address the recent correlation in balloon tear complaint rates with alternate extrusion processing methods. Since no manufacturing non-conformance were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was not confirmed and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required. The complaint for balloon ¿ torn and delivery system ¿ withdrawal difficulty ¿ valve, through sheath were confirmed. Available information suggests that patient (vessel tortuosity) and/or procedural (torn balloon) factors may have contributed to the reported event. However, a definite root cause is unable to be determined. Since the applicable devices (sheath and delivery system) were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. Review of the complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the trend category ¿damaged¿ and ¿withdrawal difficulty¿. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions were required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.